Event description:
The customer reported in the technical assistance center (tac) representative mailbox that the olympus powered laser surgical instrument went down during setup for an unspecified procedure. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.